Event description:
It was reported the pt received an additional scs lead on (B)(6) 2013, due to the pt desiring improved stimulation coverage. Additionally, the pt's scs ipg was electively explanted and replaced during the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.